Event description:
It was reported that during the procedure to treat a target lesion in the moderately tortuous and heavily calcified mid circumflex artery, the physician advanced the 2.5 x 15 mm nc trek dilatation catheter into the patient anatomy. No difficulty was noted during advancement. The physician inflated the nc trek balloon; however, during the first inflation, the device ruptured at 16 atmospheres. The nc trek dilatation catheter was removed from the patient anatomy without difficulty. A second same size nc trek was then used for dilatation. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.